Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the scs system was explanted on (B)(6) 2016. Reference MFR report #: 1627487-2016-03841.